Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The handle was detached from the main body of the cannula. There were no missing components of the c-ring. No visual defects were observed. Based on the return condition of the device, the reported complaint "break" was confirmed. The device history record (DHR) was reviewed. The device lots conforms to all the requirements and specifications. All the test results are within tolerance. There were no non-conformance's observed with the DHR. The c of c of the cannula subassembly was reviewed for the cannula handle. The vendor certifies that the product met necessary requirements.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview handle was in two parts when the package was opened.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview handle was in two parts when the package was opened.